Event description:
Over the past six months, the pt experienced a decrease in therapeutic effect. The pump volume was checked. The expected volume was 1.0 mls; the actual was 17 mls. There were no pump alarms. The programming was verified to be correct. The volumes at the previous refill in the beginning of october were acceptable; expected volume 1 ml, actual volume 1.8 mls. The doctor was considering a catheter revision and possible pump replacement as the pump was 4 years old. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.